Event description:
Patient with history of bladder rumor, hematuria, elevated prostate-specific antigen (psa) and hydronephrosis was admitted for a transrectal ultrasound guided prostate biopsy, cystoscopy and retrograde pyelograms and right ureteral stent insertion transurethral resection of bladder tumor. When the cystoscopy pack was opened, there was a foreign body present. Cystoscopy pack was not used and a new one was obtained for the procedure. Unfortunately, the foreign body inside the pack. Was not saved.